Event description:
(B)(4). It was reported that subsequent to a stenting treatment procedure the patient experienced a myocardial infarction and in-stent restenosis occurred. The patient presented with class 4 stable angina in (B)(6) 2011 and underwent a cardiac catheterization procedure which revealed 1 target lesion. The 70% stenosed lesion located in the proximal right coronary artery (rca) with a reference vessel diameter of 3.00mm and a lesion length of 2mm. The lesion was predilated with an unspecified balloon and 3.00x12mm taxus element stent was deployed, resulting in 0% residual stenosis. The patient was discharged 2 days later on aspirin and clopidogrel. In (B)(6) 2012 the patient was admitted to the hospital and had been experiencing the sensation of pressure and burning in the chest and dizziness over the past 2 months. Lab enzymes were investigated and elevated cardiac enzyme value was observed and an event of myocardial infarction was reported (peak troponin t=0.016 ng/ml, uln= 0.014 ng/ml). Cardiac catheterization was performed revealing 30% proximal restenosis in the rca. ECG was performed and no ischemic symptoms were observed. Medication was given to treat the event and the event was considered resolved without residual effects on the following day. Two days after being admitted to the hospital the patient was discharged on aspirin. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).